Event description:
Additional information was provided regarding the beeping from the ins. The cause of the beeping has not been determined and remains unknown. To help resolve the issue, the patient was asked to record the sound if possible. The issue has not yet been resolved. This information has been confirmed by the physician. The patient has an upcoming appointment with their healthcare provider in december.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from rep indicating that this beeping phenomenon has only occurred twice and has not repeated itself since the initial report. They deny there being any physical sensation associated with this beeping, only that the patient sensed that it originated from the ins. The cause remains unknown. It is unknown if this has fully resolved. Manufacturer representative (rep) called to discuss further about patient's (pt) complaint of hearing a tone, specifically when bending over to pet dog or picking up items. This occurred 4 times over the weekend. Patient has reported this multiple times in the past. Rep also indicated that patient's wife claims to have heard it as well. Patient said wheel chair is a manual chair and not electronic. Patient doesn't believe anything else is around them that could be making this noise. Technical services reviewed there are no alarms in the implantable neurostimulator (ins). Reviewed the alarm in the handset and how that works. Reviewed to see if it is re-creatable and try that in the healthcare provider (hcp) office, check lead/extension connection location and proximity to ear, check impedances in that position to see if values change.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient was getting out of bed and into their wheelchair, they heard the implantable neurostimulator (ins) beeping. Caller stated that patient reported they "felt it beep" in their chest and then later said that they hear it more in their left ear. Caller stated that patient's mother also heard the sound. Caller stated patient is on cycling. The caller was not with the patient. Tech services reviewed that ins should not be making any noise whatsoever and even with cycling programmed, patient shouldn't hear or notice stim going off/on. Tech services suggested patient keep a diary of when they hear beeping and where they are and also look around to see if there is something else that could be making the noise.